Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further information was received, indicating that all patients had experienced similar clinical findings: anterior segment inflammation with 3+ tyndall, hypopyon, fibrin reaction with deposits on the anterior capsule and the iol, loss of visual acuity, some pain, and light vitreous inflammation. It was also reported that one patient had an irvine-gass syndrome (cystoid macular edema). It is unclear if the additionally reported symptoms were experienced by this specific patient. It was clarified, however, that there was no loss of visual acuity after treatment.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been 5 similar complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A pharmacist reported that 15 days following a cataract removal with intraocular lens implant procedure in the patient's right eye, the patient presented with the appearance of an inflammatory syndrome (evoking tass - toxic anterior segment syndrome). The patient was treated with topical administration and two subconjunctival injections of corticosteroid. It was noted that there was slowly favorable evolution of symptoms to the injections. This is one of nine associated medical device reports for this facility. Additional information has been requested.